Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirm that the pad-pak was first was installed by the customer on the (B)(6) 2009. The investigation showed the fault was caused by membrane failure due to adverse storage conditions. There were multiple automatic power-ups each of under a minute between the (B)(6) 2017 and the (B)(6) 2017, indicating the beginning of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.